Event description:
The customer reported the facility power went out and the backup generator in the hospital had a problem starting. When the generator finally started up, the ventilator went vent inop and alarmed. The customer reported the ventilator was in use on a patient, and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician verified the reported vent inop. The service technician reported during testing that the ventilator's backup battery was fully discharged as a result of use. The service technician replaced the backup battery to address the findings. Final applicable testing was completed and tests passed per operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state, a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Battery.